Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5165190 - mw5165199. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via maude (mw5165190) that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient suffered severe low blood sugar of 46 mg/dl (no information if this was the bg or cgm value) which required the mother to administer glucagon. The patient reportedly had symptoms of nausea, sweating, heart palpitations, was code, turning white and on the verge of losing consciousness. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.